Manufacturer narrative:
(B)(4).

Event description:
It was reported that a case of externalized conductors on the lead were observed when the patient presented in the operating room for an entire system extraction due to device at eol and patient's request not to have replacement. The patient was asymptomatic. The electrical function of the lead was observed and tested and no anomalies were detected. The lead was explanted and replaced. No further information was available.